Event description:
The customer reported the generation of false low sodium (na) patient results and low anion gaps on their unicel dxc 600i synchron access clinical system. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the system and found bubble on sodium (na) electrode tip, debris on modular chemistry (mc) sample syringe, and na sample reference reading indicating the carbon bridge required replacement. The fse replaced the mc sample syringe, na electrode, and carbon bridge which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issue was noted after part replacement. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).